Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone- (B)(6). G2 foreign- finland review of the most recent repair record determined the motor speeds were unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during an unknown time on (B)(6)2023, dermatome doesn't work. Investigation found device had unstable motor speed. It is unknown whether there was patient involvement, surgical delay, or impact to the patient. Due diligence information complete. No additional information available.